Event description:
Account contact reports: a procedure was performed on a pt with a drape sheet. Everywhere the drape touched the pt's body she broke out in a rash. Two hours after the product had been removed from the pt the rash was still present. The pt was treated with dexamethasone and the rash disappeared.